Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the lead sutured and request made for physician to give lead more "chair." The physician used mosquito to push in the ipl. Final checks were performed and drop in impedance noted indicating an insulation break. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.